Event description:
Cardiovascular intensive care unit equipped with hill-rom flexsys pivoting column with integris monitor arm attached. Cardiac monitoring equipment suspended from the integris arm by means of a cradle frame. The entire apparatus projects out over the head of the pt's bed. As the nurse reached above the pt to adjust the placement of the arm and the monitor, the monitor fell. The nurse caught the monitor (78 lbs) and pt sustained no harm. It appears that the bolts affixing the monitor cradle to the arm either stripped the threads in the female portion of the bolt mechanism or the bolts had become loosened during use. All remaining monitors were taken down and at least one other instance the bolts were found to be loose. Hill-rom has been on site to investigate.